Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to corrosion inside of the monitor. The root cause for the corrosion was ingress of an unknown contaminant. No adverse event resulted from the defective monitor. Device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to charge) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the defective battery.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor would not power on. A us distributor returned battery sn (B)(4) and reported that the battery would not charge.